Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the anterior descending branch artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During introduction, the device could not be flushed; as a result, the procedure was not completed. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the anterior descending branch artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During introduction, the device could not be flushed. As a result, the procedure was not completed. The patient remained stable, and no complications were reported.

Manufacturer narrative:
E1: initial reporter phone - (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record DHR review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. The procedure was cancelled/rescheduled - post sedation/sedation due to a device malfunction that resulted in the reported catheter difficult to flush. The device was not returned for product analysis, limiting identification of a most probable cause. Improper handling, device manipulation, failure to follow instructions, or patient anatomical conditions could be contributing factors; however, there is no additional detail pertinent to the event.